Event description:
It was reported that during the change out procedure for the pulse generator for this patient, this right atrial (ra) lead was found to exhibit a failure to capture at maximum output, so it was subsequently surgically abandoned, a new lead was implanted. No additional patient effects were reported.